Event description:
Patient reported they are experiencing coughing, excess salvation, tmj headaches and tooth sensitivity. Patient not staying in aligners as they are causing difficulty breathing, coughing, jaw issues and headaches. Patient to send report from doctor who told them to stop using them immediately. Provided information on jaw discomfort/headaches and hht&t tips. Requested letter of recommendation.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.